Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited inter- mittent capture and sensing anomalies. A lead fracture was suspected. The lead was removed and replaced.